Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a lack of stimulation sensation due to a power on reset (por) condition with her implantable neurostimulator. The por was cleared and the patient was receiving stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.